Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available.

Event description:
It was reported the patient¿s blood glucose level reached 26.8 mmol/l (482.4 mg/dl) while wearing the pod between 5 and 24 hours on the leg. It was noted that the cannula was not inserted correctly into the infusion site and irritation was experienced. Hyperglycemia treated with a new pod.